Event description:
Consumer claims to have had ears pierced with the inverness ear piercing sys at a retail vendor on 01/01/98. On 1/22/98, he sought med treatment for removal of the earring. He was prescribed antibiotics.